Manufacturer narrative:
Unit received with critical pump error and multiple pump error 53 alarms found in the pump history, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that they had critical pump error on insulin pump. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.